Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had the #7 on the keypad not working during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an issue: #7 on the keypad is not working was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an keypad flex not being plugged in properly. The flex was properly plugged in and all keys worked properly to address this issue. Should additional relevant information become available, a supplemental report will be submitted.